Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
The customer called in to report high blood glucose levels. The customer's blood glucose level was 470 mg/dl at the time of incident, but was 98 mg/dl at the time of call. The customer stated the high levels were due to a bad diet. The customer checked the bolus wizard and verified the device was calculating correctly. The product was not returned.